Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 2420-0007; lot# 24025793. It was reported by customer that IV pump infusion set in pump and running to patient found to be leaking on the floor. Verbatim: rcc received a complaint via email. Email(s) attached. Leaking fluids. IV pump infusion set in pump and running to patient. Found to be leaking on the floor. Occurred while in use with a patient. No serious harm/damage done. Delay in care. Item# 2420-0007; lot#24025793.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leaking and returned one used sample of material: 2420-0007 and lot: 24025793. The set was examined, and the leak was found at upper fitment of the silicon, where customer had placed tape. The complaint of leakage was verified by small pinhole in the silicon pump segment. The root cause for pump segment leak was not able to be confirmed as a manufacturing issue. The root cause may potentially be related to use error. We recommend carefully loading the top blue clip into the pump first and then the bottom. Device history record review for model: 2420-0007, lot number: 24025793 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.